Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was displayed incorrectly. Review of the pump data logs by tandem technical support showed that the pump time and date was manually changed by the customer which caused the pump history to display two rows to incorrectly display (B)(6) 2018. However, the contact maintained that the time or date had not been changed by the user. At the time of the reported event, the time and date was accurately displayed. There was no reported impact to the customer's blood glucose level.